Event description:
As reported, this 67 year old female patient had a left initial tka on (B)(6) 2019. The patient was revised on (B)(6) 2020 due to inflammation with pain. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: tibial tray 02-022-45-3525; tibial insert 02-022-44-3511; patella 200-07-32.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and activity.